Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
A consumer implanted for spinal pain reported starting on (B)(6) they were unable to achieve any coupling bars which had never been a problem before. As of the same day there was no stimulation, the implant¿s status showed it was off, and there was a return of pain. It was noted even when therapy was working the consumer¿s pain was a 7/10. Troubleshooting was performed including reposition the antenna and using the antenna locate feature but this didn¿t resolve the issue. The antenna locate feature was then used a second time which resulted in four coupling bars, but what gave them the coupling bars was applying pressure. It was noted the consumer was using a spacer during this time so they took the spacer off but were still experiencing poor coupling. It was confirmed there was no swelling at the pocket site, the implant wasn¿t tilted, and there was no falls or traumas reported. The consumer was then asked if the implant seemed deep to which they responded ¿no, but I have a big butt,¿ but depending on what clothes were being worn th e implant could be felt. It was noted the consumer met with their healthcare provider (hcp) last week and everything was ¿perfect.¿ in an attempt to resolve the issue a replacement recharger antenna was going to be sent to replace the damaged one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.